Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed enzymatic creatinine (ezcr) results were obtained on two patient samples on the dimension exl with lm instrument. The customer replaced the reagent flex before re-running the samples. Siemens remotely assisted the customer, and the customer cleaned the windows, replaced the sample probe, checked reagent 2 (r2) probe alignments, and ran system check, which passed. The customer also ran a precision study using a patient sample and the results recovered acceptably. Calibration was acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site for an unrelated event. During the visit, the cse replaced sample probe, sample cable conduit, sampler, reagent 1 (r1) and r2 tubing, and the cuvette u-seal. The cse also detailed the sampler, r1 and r2 pump panel, verified cuvette temperatures, primed the pump, and ran system check twice. Further, the cse cleaned cuvette windows, seated all cuvette windows, performed photometer arm alignment, performed milli-absorbance units per minute (mau) offset and ran quality control (qc), which recovered acceptably. Siemens further evaluated the event and determined that dirty probes, tubing, and windows, addressed with the service activities above, potentially contributed to erroneous ezcr results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed enzymatic creatinine (ezcr) results were obtained on two patient samples on the dimension exl with lm instrument. The initial results were reported to the physician(s). The customer replaced the ezcr flex and repeated the samples on the original instrument. The repeat results recovered higher than the initial results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ezcr results.